Event description:
Regarding sling used in sacral colpopexy procedure, the pt had a colposacropexy, urethropexy, paravaginal cystocele repair and anterior repair. Subsequently, pt presented with discharge due to mesh erosion. "2004 (pt) had a vaginal takedown. The whole graft delivered itself with minimal traction. A week later, pt presented with a colovaginal fistula and the next week, pt had a colectomy and abdominal graft takedown."